Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec representative investigated the issue and found a defective single board computer (sbc). The sbc was replaced along with the display adapter pcb and associated components. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.